Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the intervention required to remove the stent. In this incident an attempt was made to remove the pancreatic stent but a tubular structure remains in the pancreatic duct. The customer reported the following complaint issue: ¿the patient underwent a laparoscopic cholecystectomy and ercp on (B)(6) 2014 for a suspected bile leak. Two stents were placed; one in the common bile duct and one in the pancreatic duct. At the time of the insertion, the pancreatic duct stent fell out and an abdominal x-ray taken on (B)(6) 2014 indicated the biliary stent was in place and was subsequently removed on (B)(6) 2014. A CT scan performed on (B)(6) 2015 identified a stent in the pancreatic duct. On (B)(6) 2015 attempts were made to remove the pancreatic stent but a tubular structure remains in the pancreatic duct. ¿ further information regarding the procedure has been requested. If further information becomes available at a future date the pr will be re-assessed. The device involved in the complaint was not available to be returned for evaluation. With the information provided a document based investigation was carried out. The complaint was confirmed based on the customer¿s testimony. Prior to distribution all zimmon pancreatic devices spsof-5-3 are subjected to 100% visual inspection and functional checks to ensure device integrity. These inspections are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for lot # c1001342 did not reveal any discrepancy related to the complaint issue. A possible cause of this complaint could be a damaged stent being used in the procedure. As per instructions for use, users are cautioned as follows ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. A second possible cause for this complaint could be the stent being introduced at the wrong end of the stent, a warning on the instructions for use advises the following ¿introduce stent, tapered tip first, and positioning sleeve onto a pre-positioned wire guide." However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow-up MDR is being submitted to provide details of the investigation conclusion. The patient underwent a laparoscopic cholecystectomy and ercp on (B)(6) 2014 for a suspected bile leak. Two stents were placed; one in the common bile duct and one in the pancreatic duct. At the time of the insertion, the pancreatic duct stent fell out and an abdominal x-ray taken on (B)(6) 2014 indicated the biliary stent was in place and was subsequently removed on (B)(6 )2014. A CT scan performed on (B)(6) 2015 identified a stent in the pancreatic duct. On (B)(6) 2015 attempts were made to remove the pancreatic stent but a tubular structure remains in the pancreatic duct.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the intervention required to remove the stent. In this incident an attempt was made to remove the pancreatic stent but a tubular structure remains in the pancreatic duct.

Event description:
The patient underwent a laparoscopic cholecystectomy and ercp on (B)(6) 2014 for a suspected bile leak. Two stents were placed; one in the common bile duct and one in the pancreatic duct. At the time of the insertion, the pancreatic duct stent fell out and an abdominal x-ray taken on (B)(6) 2014 indicated the biliary stent was in place and was subsequently removed on (B)(6) 2014. A CT scan performed on (B)(6) 2015 identified a stent in the pancreatic duct. On (B)(6) 2015 attempts were made to remove the pancreatic stent but a tubular structure remains in the pancreatic duct.